Event description:
The customer reported that the device failed to cauterize the pt's tissue during a gastric bypass. There was no pt injury. There is no further information available.

Manufacturer narrative:
(B)(4). Incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.